Event description:
It was reported that there was lead damage at the end cup end, distal end. During the second stage surgery, implantation of the implantable neurostimulator (ins) and extension, the surgeon had opened the lead cup end site at the skull and it had turned that the lead end largely damaged. There was a twisted lead and exposed wire. It was felt that it had not been caused by the end cup but by the stitch he had lopped around the lead accidentally. Surgery was stopped and the lead end was cut off. A lead replacement surgery was going to be considered. Additional information received reported the patient had been implanted on (B)(6) 2014. There was no end cap issue. It was noted that when the surgeon had accidentally pulled the loop around it he had caused damage. The cap was still on. The damage was about half of an inch from the end cap, the end cap was taken off and the damaged portion was cut off. The lead was going to be explanted soon and a new lead put in. The patient had essential tremor. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_prog, serial # unknown, product type programmer physician; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).